Manufacturer narrative:
According to the customer, on (B)(6) 2025, following a circumcision, the wound edges were "initially hemostatic, but then began to ooze" after the device "cut" the skin instead of "crushing" it. The customer stated that "surgicel and direct pressure was used for hemostasis" and that a "coban pressure dressing" was placed. The customer reported "5ml" estimated blood loss. The customer reported there was "no serious injury or medical intervention required. Just routine newborn care in hospital" no additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, following a circumcision, the wound edges were "initially hemostatic, but then began to ooze" after the device "cut" the skin instead of "crushing" it. The customer stated that "surgicel and direct pressure was used for hemostasis" and that a "coban pressure dressing" was placed. The customer reported "5ml" estimated blood loss.